Event description:
The physician cut off the hub of the device prior to performing a spring wire exchange. He intended to replace an introducer sheath with a quad lumen catheter. He retracted the sheath an inch and cut off the hub. He also inadvertently cut off the catheter hub and the catheter body entered the pt's vasculature. The catheter body was retrieved in the interventional radiology dept. There were no additional complications.